Manufacturer narrative:
H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming with a blank screen during patient infusion. Per reporter, troubleshooting was performed but the issue was not resolved. The customer alleged the batteries and the pump were also hot to touch. Per reporter, the unit was powered off, the programmed rate was 5ml per hour, the remaining volume was 136.4ml, and volume given was unknown. Per reporter, the issue occurred at the patient's home. No symptoms were reported.